Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that a nurse suffered a contaminated needle stick injury with a 21 g x .75 in. Bd vacutainer® safety-lok¿ blood collection set with 12 in. Tubing and luer adapter after drawing blood from a patient and while shielding the needle. The nurse reported to employee health but it is unknown if medical interventions were provided.